Event description:
It was reported that the patient felt some pain at the pocket area down to leg whenever trying to sit up pr turnover. The patient underwent an ipg replacement procedure and the explanted ipg was discarded by facility.